Event description:
Chronic increase v. Pace threshold since 2004. On 11/04 thr 2.5/.6, rwave 11.2, imped -2088 ohm, in 2007 at explant (psa report) v. Pace thr 5.8v/.5ms, r wave 4.5 mv, imped. > 4000 ohm.